Event description:
It was reported that a small puncture was found in the as lvp 20d low sorb ss 1.2m tubing after it leaked during the line charge. The following information was provided by the initial reporter: "tpn tubing noted to be leaking during line change, upon tracing, small puncture site noted on tpn tubing."

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection and testing. Evaluation of the sample received revealed that there was some damage to the tubing on the infusion set below the pumping segment. The set was then primed to verify that the damage caused leakage and leakage was seen through the tubing. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. The root cause for the issue seen in this complaint is improper use of the roller clamp. If the tubing is not aligned in the roller clamp, the tubing can be cut by the edges of the roller and the body of the roller clamp. The pattern of the cuts seen on the tubing indicate that the tubing was compressed between the roller and the roller clamp body and cut as the roller was moved. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a small puncture was found in the as lvp 20d low sorb ss 1.2m tubing after it leaked during the line charge. The following information was provided by the initial reporter: "tpn tubing noted to be leaking during line change, upon tracing, small puncture site noted on tpn tubing."